Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that during a cardiomems procedure, an unspecified steelcore guide wire perforated the left lung and the patient suffered cardiac arrest. The patient received cardiopulmonary resuscitation (CPR), several shocks of ventricular fibrillation (vf) and intubated with a chest tube. The puncture clotted off on its own and the patient was sent to intensive care unit (ICU); however, remained stabled. The cardiomems implant was aborted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2: updated to death, b2: death date estimated, h1: updated to death, h6: health effect - impact code1802 added.

Event description:
Subsequent to the previously filed reports, it was noted the patient died about 3 weeks after the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed reports, it was noted that the perforation was treated with a balloon. The patient died on (B)(6) 2025 and the cause of death is cardiopulmonary arrest. No additional information was provided.

Manufacturer narrative:
The submitted cine review consisted of five still images of poor diagnostic quality, captured via cell phone from a monitor, lacking timestamps and device labeling. Image sequence appears inconsistent, limiting procedural context. The images show contrast injection into the left pulmonary artery and its branches, with no definitive evidence of distal arterial perforation. However, due to image quality and incomplete documentation, it is not possible to confirm the mechanism or exact location of perforation from the provided images. The available clinical and imaging information suggests that the perforation likely occurred during guide wire manipulation in the pulmonary vasculature, compounded by noted resistance. However, the root cause cannot be conclusively determined due to insufficient procedural imaging and a lack of detailed intra-procedural data. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, it was also reported that resistance was noted advancing the steelcore guide wire. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It is possible that inadvertent interaction with the anatomy and/or inadvertent mishandling resulted in the reported difficult to advance; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effect(s); however, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure as reportedly the patient received cardiopulmonary resuscitation, several shocks of ventricular fibrillation and intubated with a chest tube. The puncture clotted off on its own and the patient was sent to intensive care unit; however, remained stable. The reported patient effect of perforation is listed in the hi-torque guide wires instructions for use as a potential adverse event associated with use of this device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: model, catalog number updated from unk to 1003282. H6 correction: medical device problem code 2993 removed, 2920 added.